Manufacturer narrative:
Additional suspect device model: sc-2317-70, scs linear lead, serial (B)(4). The leads are not available for evaluation as they remains implanted in the patient. Therefore, a technical product analysis cannot be carried out. Furthermore, the complaint information indicates the event was related to lead migration. As there is no current allegation against the device itself, no further investigative action will be completed.

Event description:
A report was received that the patient was experiencing ineffective stimulation due to lead migration. The patient underwent a lead repositioning procedure and was doing well postoperatively.